Event description:
During an atrial fibrillation ablation procedure, hemostasis valve air leak occurred. A new sheath set was used to continue the procedure. There were no adverse patient consequences.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.